Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed on the main due to the faulty drawer interface board and retractor band. A field service engineer reseated the bus and rowboard cables. Further, replaced the drawer interface board and retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system's drawer 6.1 in main cannot be recovered. The customer stated that the system needs maintenance since it has critical drugs status and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this incident.